Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist sent a follow-up letter and reviewed the customer care advocate's (cca's) documentation regarding the pt's 2009 complaint. The pt alleged that his one touch ultralink meter prompted error 2 the morning of nine days prior. The pt reportedly bolused 4 units insulin (type not provided) from his pump as a result of the alleged product issue. Four hours later, the pt was fatigued, with excessive thirst and urination. The pt received no medical intervention and did not indicate if he bolused additional insulin. The cca was unable to resolve the alleged issue and replaced meter and test strips. Because the pt reported obtaining error 2, rather than a blood glucose result, and later having symptoms of excessive urination and thirst along with fatigue,the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.